Manufacturer narrative:
The returned paddle lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient did not have paresthesia coverage and experienced a burning sensation around the battery site. The patient underwent lead revision and battery adjustment procedure. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 230543.

Event description:
It was reported that patient did not have paresthesia coverage and experienced a burning sensation around the battery site. The patient underwent lead revision and battery adjustment procedure. The patient is doing well postoperatively.